Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: blood glucose (bg) levels began to go up on (B)(6) 2014 after a site change, up in the 300 mg/dl range. No pain at the insertion site, no blood, no issues noted. On awakening (B)(6) 2014, bg was in the 500'smg/dl; again changed site, no bent cannula, no issue noted, no leaking at site. Bg has remained in the 500's since, despite multiple site changes and corrections via pump and syringe; patient reports being tired, nauseated, slight chest tightness and pressure with urination. No response with correction boluses; current bg is 570mg/dl. Patient reports this is a relatively new vial of insulin, one recently started. Patient has taken corrections from pump via bolus as well as taking syringe corrections from health care provider (hcp) instructions. Hcp advised her to call and troubleshoot pump today. Customer support (cs) confirmed basal settings are correct. Cs review of pump found no related alarms in history; bolus history shows all boluses programmed and delivered, however tdd history does not show the boluses as being delivered as programmed; (B)(6) 2014 bolus history shows patient took 3 boluses of 10.00 units each, tdd bolus for (B)(6) is 20.00 units; bolus history for (B)(6) adds up to 30.00 units, however tdd bolus for 1/22 shows as 20.00 units with basal of 27.60 units for a total of 37.60 units which does not add up; (B)(6) 2014 bolus history shows 3 boluses of 10.00 units each, tdd bolus for (B)(6) 2014 is 0.00 units; also prime history shows last prime on (B)(6) 2014 while patient insists she has changed her site multiple times on (B)(6) 2014 as well as (B)(6) 2014 and would have primed the new tubing as she reports she changed out tubing as well as site. Confirmed basal settings are correct. Cs instructed patient to come off pump and use alternate form of insulin delivery until replacement pump arrives. This complaint is being reported because the patient experienced hyperglycemia and because the inaccurate history was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.